Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of a cap survey proficiency sample with seraclone anti-jk(a). The customer did neither return the supposedly defective product nor the survey proficiency sample that had caused a false negative test result. Therefore our quality control laboratory tested the retained seraclone anti-jk(a) sample with different jk(a+b+) red blood cells. All positive reactions were correct. We did not observe any false negative reactions. Potency testing confirmed that the minimum titer is exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a (B)(4) survey proficiency sample with seraclone anti-jk(a). The customer has neither returned the supposedly defective product nor the survey proficiency sample that had caused the false negative reaction. Testing of the retained seraclone anti-jk(a) sample in our quality control laboratory is still ongoing . A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.